Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced persistent low blood glucose while using the ilet despite troubleshooting and a factory reset, elected to stop using the device, and requested a product return. Symptoms included hypoglycemia. Outcomes included no hospitalization and the user discontinuing device use. Investigation included review of customer-reported history and troubleshooting, consultation with the healthcare provider, and internal evaluation of the case. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the event was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.